Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the system was unresponsive and the site completed a reboot. After a reboot, there were warnings displayed on the pendant. It was noted that the details of the warning were unknown. The site spoke with a manufacturer representative over the phone and the issue was able to be resolved. The site was able to continue with the case. The procedure was completed with a thirty-minute delay. There was no reported impact to patient outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was a reboot performed to initialize a calibration sequence. Once performed the o-arm worked as it should. An additional checkout would be performed determine any other errors. Additional information was received: it was reported that the rep did a complete shutdown of the system and unplugged the umbilical from mvs, and let the system sit for a few minutes to reconnect both mvs and ias and power cord. They powered both and refrained from pushing any buttons and let the system fully boot up. Then did a motion calibration when the system asked. After the motion calibration did a 2d test with everyone leaded up in the room and the tech said all test scans passed. It was emphasized not to get into a habit of quick power on and power off. The issue was resolved.